Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was analyzed. A review of error logs showed 1 blade jammed error message (error 22025) occurring at the site on system sk0413 on november 21, 2023. The vessel sealer instrument functioned properly from the start but eventually the blade jammed. Fa found dislodged blade. Upon failure analysis, the instrument was found with no dislodged blade at the garage track. There was heavy bio debris found at the instrument tip. Instrument was placed on the system and passed self-check. Additionally, one ceramic dot was no longer present on the electrode of a jaw assembly. Material approximately, 0.03" x 0.03" was missing. Additional check: knife slot: 0.028" ¿ pass. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer instrument had recognition failure. The procedure was completed with no reported injury.